Event description:
While locking the skull clamp in place, the clamp slipped. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07jun2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: this customer sent in an a1059 mayfield modified skull clamp (initially reported as a a3059 mayfield composite series skull clamp). The unit received with the lock having both rotational and lateral movement and a residue buildup was present. The lock will need new components added to replace worn internal parts; general maintenance and cleaning required. A3059: the device history record for the a3059 initially reported under lot code/work order: (B)(4) on 05/22/15. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. A1059: this device was manufactured on june 30th of 2011 and a review of dhrs containing lot code 114 showed that this lot passed the required inspection points without mrrs or variances. No service history is on file for this device. Slipped: no manufacturing or design related trend has been identified. Locking knob does not feel right: a two year lookback in complaint system for this reported failure and or related to "locking knob does not feel right " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. In summary: the customer sent in an a1059 for "locking knob does not feel right" as such the end users experience for "slipped" could not be verified nor can a root cause be determined at this time. Additional information has been requested and customer response received.